Event description:
The plaintiff's attorney alleged that the plaintiff experienced permanent personal injuries on an unk date after the use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00320.